Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 450 mg/dl. Blood glucose at the time of call was 130 mg/dl. Customer was treated with insulin pump for high blood glucose level. It was unknown whether customer used auto mode. Troubleshooting was declined. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.